Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016 the representative provided further information. The patient's medical history included the (B)(6). The patient experienced the onset of pain and sweating with motor stall. The diagnosis for use was also reported as "motor stall." The pump did not recover and that the pump period may exceed tube set occurred. The pump was explanted on (B)(6) 2016 and was sent for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional via a representative regarding a patient in (B)(6) who was receiving morphine 28 mg/ml at a dose of 28 mg/day and bupivacaine 11.7 at a dose of 4.98 mg/day via an implantable pump. The lot numbers and concomitant medications were not obtainable. The patient's medical history was reported as none. It was reported that during normal use, the event date was not obtainable, the patient experienced withdrawal symptoms. The patient was sleeping when the alarm sounded. The pump alarm related "to the blocked". In regards to diagnostic testing or troubleshooting it was reported that everything was "ok" and it was suspected that the motor was blocked because of the mix of drugs. The withdrawal symptoms subsided with oral medication. No surgical intervention occurred and it was unknown if it was planned. At the time of the report the patient's status was reported as alive-no injury and the issue was resolved.

Manufacturer narrative:
The pump was noted to have been delivering morphine at 12.004 mg/day which was different than what was previously reported. Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to gear wheel 3. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.